Event description:
Related manufacturer reference number:2017865-2023-37807. It was reported that the patient has deceased due to ventricular tachycardia and coronary artery disease. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The device was returned due to patient death. As received, the device revealed was above elective replacement indicator (eri). The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal. No anomalies were found.